Event description:
On (B)(6) 2010, a 6f angio-seal vip device was deployed in a right femoral arteriotomy following a procedure that included a left heart catheterization, coronary angiography, and left ventriculogram. A 6.5f maximum introducer was used during the procedure; there was no complaint with the introducer. Angiographic findings revealed moderate to severe coronary artery disease. The patient was discharged the same day. The patient developed an ischemic right lower extremity. The patient complained of weakness, numbness, and chronic neurological problems. On (B)(6) 2010, an aortogram and right lower selective angiogram were performed, which revealed a right femoral artery occlusion. On (B)(6) 2010, the vessel occlusion was surgically treated with a right external iliac to common femoral artery bypass with a reverse great saphenous vein. Following surgery, the patient had a palpable pulse on top of the foot and good vascular supply. The surgical pathology report of the specimen removed during surgery revealed atheromatous plaque. There was no evidence of inflammation and the clinical impression was peripheral vascular disease. The patient was discharged and was doing well. The patient reported persistent neurological symptoms allegedly from nerve damage.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in patients with uncontrolled hypertension. The angio-seal device instructions for use (IFU) states if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries >5mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.